Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, "the pre-bypass filter appears to be plugged." The product was changed out, there was no blood loss, and surgery was completed successfully. There was no delay in surgical procedure.

Manufacturer narrative:
This medical device report is being submitted to the FDA in order to forward a medwatch form we received (B)(6) 2012. Please note that per internal procedures, this complaint is not reportable. Investigation results are below: terumo evaluated the actual device and the complaint was not confirmed. The pre-bypass filter was visually inspected and no issues were noted. The sample was pressure tested through a perfusion circuit. It was noted in past complaints that an incorrectly primed circuit could cause an airlock. Air was injected into the circuit until an airlock formed at the outlet of the reservoir. This situation was alleviated by unoccluding the roller pump and opening the stopcock, essentially venting the air to the atmosphere. The circuit could then be primed as normal without changing out the pbf. The filter performed as expected except when an airlock was introduced to the circuit. Therefore, the root cause of this complaint is user technique. The complaint was included in associate awareness training. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for . (B)(4).